Event description:
It was reported that when the patient was upright that she wouldn¿t perceive a change in stimulation and her stimulation would feel normal and then it would increase. It was stated this occurred only when the patient was sitting down. It was noted the implantable neurostimulator (ins) adaptive stimulation (as) feature was enabled at the time of the incident. Additional information stated the patient¿s ¿voltage increased on its own in the upright position.¿ it was reported the patient felt her as increasing on its own in the patient¿s back and legs. It was also reported he patient was ¿unable to adjust stimulation¿ at the time of report. It was noted the patient was alive with no injury at the time of report. Additional information reported that a manufacturer representative ¿was unable to find any system issue.¿ it was stated the patient was ¿receiving far better than 50% relief¿ as of two days after initial report. It was noted the patient was reprogrammed with different upright and lying zone definitions and a decreased sensitivity on the mobility rate. It was further noted the patient would try these settings and report back on how they worked. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).